Manufacturer narrative:
During inspection and testing, the reported issue (pinhole on a-rubber) was confirmed and found to be caused by external factors. It was observed there was a leakage due to holes in the a-rubber. In addition to coating peeling off, service found the flexible tube of the insertion section was crushed. Scratches were observed on the eyepiece, and the angle lever due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a pinhole on the bending section cover (a-rubber) of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion tube was peeling off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.